Event description:
It was reported that the front panel of the light source was blinking. The issue was found during routine maintenance and there was no patient involvement.

Manufacturer narrative:
E1/establishment name: (B)(6). (Documented here due to character limitation in respective field) the device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over eleven (11) years since the subject device was manufactured. The device was returned, and an evaluation was completed for it. During inspection, olympus confirmed the reported event. Based on the investigation results, a definitive root cause could not be determined. However, it is likely that the blinking of the front panel light-emitting diodes (leds) was due to a turret sensor failure. Olympus will continue to monitor field performance for this device.